Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
One open and used reservoir was inspected and a visual inspection was performed. The transfer guard needle was bent at a 90 degree angle. The pre-fill test could not be performed due to the condition of the reservoir. It could not be confirmed that the customer received the reservoir in this condition as it was returned opened and used.

Event description:
The customer reported high blood glucose and a bent needle. The blood glucose reading was not known. The patient noticed these two things when he woke up. No further information was provided.